Event description:
On (B)(6) 2003, the pt had an artificial urinary sphincter (aus) implanted for the treatment of incontinence. On (B)(6) 2007, a second cuff was placed for the treatment of recurring incontinence. On (B)(6) 2011, a revision surgery occurred the balloon volume was refilled with 26cc of fluid for the treatment of recurring incontinence. The pt outcome was reported as "good". No components were removed, the device remains implanted.

Manufacturer narrative:
If add'l info becomes available regarding this event, it will be reevaluated and a follow-up report will be sent.